Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical new zealand for evaluation. The customer's report was duplicated and attribued to defective pace/defib (pd) engine. The pd engine was replaced to remedy the report. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed an unspecified "pacer fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.